Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this eport complete to the best of our knowledge.

Event description:
The customer reported via phone call, she was having issues with her transmitter. The customer's blood glucose at the time of the incident was 50 mg/dl. Customer declined troubleshooting on the low blood glucose as customer had already treated. Troubleshooting on the transmitter was performed which determined sensor was bent. Troubleshooting proceeded to bent sensor where customer was advised to replace the sensor. Customer is not returning the insulin pump for analysis.